Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was dissecting nodes, a burn on the patient's bowel was noticed. Upon further inspection, the surgeon found a crack on the tip cover accessory of the monopolar curved scissors instrument. The instrument was removed and the tip cover was replaced. The bowel was repaired by over sewing the burn and the procedure was completed with an approximate delay of one hour. No additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The site returned 2 monopolar curved scissors instruments, making it unclear as to which instrument was used with the tip cover accessory. The instrument was returned and evaluated. Per the customer reported complaint, engineering found no char marks or any other signs of arcing on the metal components at the wrist of the instrument. The metal components do not have any abnormally sharp edges. Latex cut test and electrical continuity passed. All components functioned properly. Medwatch MFR report #2955842-2007-00494 was sent to the FDA for the other monopolar curved scissors instrument returned and medwatch MFR report #2955842-2007-00495 was sent to the FDA for the monopolar curved scissors tip cover accessory.